Event description:
It was reported that a dissection occurred. The dissection was covered with the planned stent. An unplanned additional stent was used to cover the lesion. The patient fully recovered after the event. The patient presented for a transcarotid revascularization (tcar) procedure to treat the right distal internal carotid artery (ica) and common carotid artery (cca). An enroute transcarotid neuroprotection system was selected for use. Upon insertion, it was noted that the 0.035" j-wire appeared to be in the dissection. The patient exhibited no symptoms related to the dissection, and the dissection was not flow-limiting. The planned stent was implanted proximally in the cca to cover the dissection flap. An unplanned additional stent was placed at the distal internal carotid artery (ica). The procedure was completed, and the patient was stable post-procedure.

Event description:
It was reported that a dissection occurred. The dissection was covered with the planned stent. An unplanned additional stent was used to cover the lesion. The patient fully recovered after the event. The patient presented for a transcarotid revascularization (tcar) procedure to treat the right distal internal carotid artery (ica) and common carotid artery (cca). An enroute transcarotid neuroprotection system was selected for use. Upon insertion, it was noted that the 0.035" j-wire appeared to be in the dissection. The patient exhibited no symptoms related to the dissection, and the dissection was not flow-limiting. The planned stent was implanted proximally in the cca to cover the dissection flap. An unplanned additional stent was placed at the distal internal carotid artery (ica). The procedure was completed, and the patient was stable post-procedure.